Event description:
It was reported that a one-link needle free IV connector's check valve clotted. There was patient involvement; however, there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.